Manufacturer narrative:
(B)(4). The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open during the procedure. The method of removal is unknown. There was no bleeding or patient injury.